Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 122.0 cm from the hub. The stretched segment of the 3max measured approximately 40.0 cm long. The 3max was fractured on the distal end of the stretched segment, approximately 162.0 cm from the hub. The 3max was kinked approximately 1.0 and 2.0 cm from the distal tip. Conclusions: evaluation of the returned 3max revealed it was stretched and fractured. This damage likely occurred due to forceful retraction of the 3max against resistance. Further evaluation revealed the 3max was kinked near the distal tip. This damage likely occurred due to forceful manipulation of the 3max against resistance during use. The 5max ace and non-penumbra catheters mentioned in the complaint were not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician inserted the 3max into a penumbra system 5max ace reperfusion catheter (5max) and then advanced the tip of the 3max towards the target vessel. The physician then connected the penumbra aspiration tubing to the 3max and initiated aspiration using the penumbra system aspiration pump max 110v (pump max). While continuing the procedure, the physician pulled the 3max back towards the 5max ace and removed it from the patient without experiencing any resistance. However, under x-ray fluoroscopy, the physician observed that approximately 15 centimeters of the 3max had fractured and was left in the patient. The physician then removed the 5max ace from the patient and advanced another manufacturer's microcatheter and a stent retriever to retrieve the fractured 3max from the patient. The procedure was successfully completed using the same stent retriever. There was no report of an adverse effect to the patient.